Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and chronically high thresholds. No further information was provided. No adverse patient effects were reported. Evidence suggests that this lead remains in service.